Event description:
Additional information reported the patient¿s ins was replaced a week prior to follow-up. It was noted the patient was ¿not confident¿ with the performance of their rechargeable ins and had the device replaced with a primary cell ins. It was also noted that impedance testing was not performed. The patient¿s recharger and programmer were also replaced at the time of the ins replacement.

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found no anomaly.

Manufacturer narrative:
Concomitant medical products: product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that no further implantable neurostimulator (ins) switch offs were reported prior to the ins replacement.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a company representative and a patient who was implanted with an implantable neurostimulator (ins) for dystonia. It was reported in (B)(6) 2013 their dbs battery was "deflated" to about 20%. They had experienced electrical pulses at their dbs site (chest). The dbs rechargeable battery that was fitted to them sends electrical pulses/shocks. It was found that their dbs machine was off when they attended their appointment for their botox which surprised them as they never switched it off. They were told by a nurse movement specialist that it could be there were fluids that went into the connector that needed to be checked on as it may be the reason why the patient experienced electrical shocks/pulses. The neurologist was very much concerned about it. Since having the rechargeable ins, they religiously charged it every morning or in the afternoon while they were resting or watching tv. Since the dbs machine was found to be switched off, their partner regularly checks it to make sure that the dbs has been charged. The dbs machine had been found to be switched off by itself 7 times on several occasions. The patient now had to book an appointment with their hcp to help switch their dbs machine back on as their partner was frightened and panicked due to the involuntary movement-like seizures that the patient would experience after the dbs would be switched back on. Due to the dbs problem, they met with a neurosurgery team and they underwent surgery for a non-rechargeable ins. That was their 3rd dbs battery and had been fitted since (B)(6) 2015. The surgery went well and they hadn't experienced any electrical pulses/shocks. It seemed that when it had switched itself off, the patient experienced increase muscle pains around their chest, neck, abdomen, and arms and had also suffered with increased abdominal bloating. Following the instruction manual, the hcp confirmed initially that the device was indeed switched off and the battery charge was 100%. They proceeded to switch the device back on. Once the patient was aware that the machine had been switched back on, their body was noted to shake and muscle spasms were apparent for a few seconds but the patient remained conscious throughout.

Event description:
It was reported, the dystonia patient¿s implantable neurostimulator (ins) was found to have been unknowingly switched off on approximately five occasions. The patient was reportedly ¿unaware he was not receiving therapy¿ at those times, but when a nurse attempted to shut off the patient¿s ins for unrelated procedures, it was discovered the ins was ¿off already.¿ the patient¿s nurses confirmed the patient¿s recharger was not shutting off the patient¿s ins as this ¿feature was disabled on the recharger¿ and that the programmer was used correctly. Furthermore, the patient¿s nurses were ¿not aware of any¿ sources of electromagnetic interference (emi) that the patient may have been exposed to. The replacement of the ins was planned as a result of the event; however the date was not fixed yet at the time of report. There were reportedly ¿no¿ symptoms or complications associated with the event and the patient was alive with no injury at the time of report. Additional information was requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.